Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially-covered stent system was used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the stent failed to deploy and buckled. As a result, the user was unable to maintain positioning of the stent system within the biliary duct. Cannulation of the biliary duct was lost. The procedure was resumed from "almost the beginning." The outcome of the procedure was not provided. It was reported that patient complications as a result of this event included a serious injury, with potential for harm. However, no details concerning a patient injury were provided. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.